Event description:
It was reported that the pressure regulating balloon and the cuff of the patient's artificial urinary sphincter were removed for unknown reason. Both components will be reimplanted in three months. No information was provided about the patient's outcome. No more information is available at the moment, additional information will be provided as it becomes available.